Event description:
It was reported that the first several clips were loaded and ligated properly during a laparoscopic cholecystectomy. Then, a clip got stuck in the applier and did not come out. Therefore, the device was replaced the with a new one to complete the operation.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73e1900683 was manufactured on 05/27/2019 a total of (B)(4) pieces. Lot was released on 06/04/2019. DHR investigation did not show issues related to complaint. The customer returned one-unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there was biological material found on the device. The sample was returned with its rotation tab bent. The sample had a partially loaded clip that was stuck in the bent rotation tab. The next clip was out of position in the channel. Functional inspection was performed on the returned sample by first manually removing the partially loaded clip. Then an attempt to engage the trigger was made using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The next clip was unable to properly load and the feeder moved to the side of the clip. The next clip was slightly protruding from the channel. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that there were only 4 clips total in the returned sample indicating that 11 clips were fired by the end user. No other defects or anomalies were observed. It could not be visually confirmed if the clips were out of position and stacking on one another. However, the bent rotation tab and partially loaded clip are indications that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip.". Although the root cause of this complaint issue could not be determined, a CAPA has been opened to further investigate the clip stacking issue. The reported complaint of "jamming - clip stuck in jaw area" was confirmed based upon the sample received. The device was returned with its rotation tab bent. There was also a partially loaded clip stuck within the bent rotation tab and the jaws of the device. The sample was returned with 4 clips remaining in the channel indicating that 11 clips were fired by the end user. Upon functional inspection, it could not be visually confirmed if the clips were out of position and stacking on one another. However, the bent rotation tab and partially loaded clip are indications that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. It could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. The device history review for the product auto endo5 ml lot# 73f1900180 investigation did not show issues related to complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the first several clips were loaded and ligated properly during a laparoscopic cholecystectomy. Then, a clip got stuck in the applier and did not come out. Therefore, the device was replaced the with a new one to complete the operation.